Manufacturer narrative:
Although the reported device was disposed of by the end user, an investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.

Event description:
As reported by the end user, dr. (B)(6) used nanoknife to treat a rectal ca lesion, approx 2.5cm x 2.5cm x 2.5cm near the liver. Dr. (B)(6) remarked that the one of the 15cm single electrode probes had migrated/advanced by 'up to 1cm" based on his assessment of the post ablation CT contrast image. Dr. (B)(6) indicated that the patient tolerated the procedure well and is in good condition. There was no harm done to the patient due to this issue and the procedure was successfully completed with this device. The physicians were able to see immediate density changes in the post ablation contrast CT and verbalized satisfaction with treatment.